Manufacturer narrative:
Although the customer medwatch indicates the device was returned to the manufacturer it was not received at medcomp headquarters or medcomp warehouse. Multiple attempts for additional information were not successful. The contract manufacturer conducted a review of the manufacture records for the lot number provided. Their investigation revealed the catheter lumen was manufactured, inspected, and packaged according to specification with no non-conformances or abnormalities. Without additional information and an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage. Do not exceed a 325 psi pressure limit setting, or the maximum flow rate setting on the power injection machine, if power injecting through the power injectable implantable infusion port device. Failure to ensure patency of the catheter prior to power injection studies may result in port system failure. Power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. Exceeding the maximum flow rate may result in port system failure and/or catheter tip displacement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from facility voluntary medwatch (B)(4). Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient port noted to be leaking and difficult to flush. Venous port fluoro injection done, showing the port tubing broke off of port device and was embolized in the right atrium. Foreign body retrieval completed successfully.